Event description:
It was reported that during preparation shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was removed from the hoop. The physician had the balloon end in his hand and the scrub had the other end of the device. The physician was attempting to insert the device to the sheath when it was discovered that it was in 2 pieces. The procedure was completed with a new emerge¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the device at review, a supplemental medwatch will be filed. (B)(4).